Event description:
It was reported that the catheter broke ¿a couple of years ago¿. The pump system was being used to infuse an unknown medication. No symptoms, interventions, or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).